Event description:
Knee joint was sent in for repair. According to the information provided by the customer some screws are missing. The patient did not fall.

Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The joint is not in a good condition. The are signs of excessive loads.. No fall or injury occurred due to this failure, but it could have led to patient injury.